Event description:
Technician developed a rash on her hands. She saw a dermatologist who did testing and told her she had contact dermatitis. Medication was prescribed and she stopped wearing the glove, the rash resolved.

Manufacturer narrative:
The customer was not able to provide the lot number or the sample, therefore, the device history record could not be reviewed. Historical trending was done. The esteem smt glove has passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of some individuals experiencing reactions to certain chemicals or lubricants used during the manufacturing process cannot be ruled out. We will continue to monitor complaints for any unfavorable trends.